Event description:
It was reported that while getting out of a car the stimulation turned on. The pt was able to shut off the device. No pt symptoms were reported. Additional information has been requested, but was not available as of the date of this report.